Event description:
Healthcare professional reported left side ¿sepsis, device infection, asymmetry, scarring, dislocation, capsular contracture baker grade unknown, persistent fistula and bottoming-out with double contour." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d4, g1, h6 device photo evaluation: visual analysis of the photographs identified flat creases and white particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number 21847452 was manufactured under controlled conditions in accordance with the current manufacturing procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30025583 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6)2019 through (B)(6) 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sepsis, device infection, asymmetry, scarring, dislocation, capsular contracture (baker grade unknown), persistent fistula and bottoming-out with double contour

Event description:
Healthcare professional reported left side ¿sepsis, device infection, asymmetry, scarring, dislocation, capsular contracture baker grade unknown, persistent fistula and bottoming-out with double contour." The device has been explanted.